Event description:
An adverse event or product problem report and a request for information were received from FDA on may 24, 2007. The report stated: "while performing a subtotal hysterectomy, the physician noticed that a metal post was missing from the hank dilator. An x-ray of the patient's pelvis was taken; there was no metal post seen by the radiologist."